Event description:
On 3/31/2022, it was reported by a distributor via email that an ar-8724v-18 low profile va locking screw did not lock into the plate and passed right through the plate into the bone under the plate. Surgeon was able to remove the screw and did not have to remove the plate. This was discovered during a distal radius procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the screws during use.